Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received seven inappropriate treatments. The device was started up at 16:59:26 on (B)(6) 2024. At 09:02:26 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with pvc¿s and motion artifact. At 09:05:51, the patient received the first inappropriate treatment. Rhythm at time of treatment was sinus tachycardia @ 120 bpm with pvc¿s and motion artifact. Post shock rhythm was sinus tachycardia @ 110 bpm with pvc¿s and motion artifact. At 09:07:07, the patient received the second inappropriate treatment. Rhythm at time of treatment was sinus tachycardia @ 110 bpm with pvc¿s and motion artifact. Post shock rhythm was sinus tachycardia @ 110 bpm with pvc¿s and motion artifact. At 09:07:48, the patient received the third inappropriate treatment. Rhythm at time of treatment was sinus tachycardia @ 110 bpm with motion artifact. Post shock rhythm was sinus tachycardia @ 110 bpm with pvc¿s and motion artifact. At 09:08:22, the patient received the fourth inappropriate treatment. Rhythm at time of treatment was sinus tachycardia @ 110 bpm with pvc¿s and motion artifact. Post shock rhythm was sinus tachycardia @ 110 bpm with pvc¿s and motion artifact. At 09:09:01, the patient received the fifth inappropriate treatment. Rhythm at time of treatment was sinus tachycardia @ 110 bpm with pvc¿s and motion artifact. Post shock rhythm was sinus tachycardia @ 110 bpm with pvc¿s and motion artifact. At 09:10:29, the patient received the sixth inappropriate treatment. Rhythm at time of treatment was sinus tachycardia @ 120 bpm with pvc¿s and motion artifact. Post shock rhythm was sinus tachycardia @ 110 bpm with pvc¿s and motion artifact. At 09:11:13, an arrhythmia was detected. ECG shows sinus tachycardia @ 120 bpm with pvc¿s and motion artifact. At 09:12:37, the patient received the seventh inappropriate treatment. Rhythm at time of treatment was sinus tachycardia @ 120 bpm with motion artifact. Post shock rhythm was sinus tachycardia @ 120 bpm with pvc¿s and motion artifact. The device was shut down at 13:17:23 on (B)(6) 2024.